Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 11 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.85 kgf in average and 2.22 kgf in minimum (ep requirements: 1.53 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 3.31 kgf in average and 2.82 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that after pricking the skin with the needle with the needle holder, the thread became detached from the needle. It occurred during the postpartum episiotomy. No injuries to the patient. Additional information has not been provided.